Manufacturer narrative:
Updated: h4, h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was found to be clogging the unit nozzle; the foreign material was identified and found to be a nozzle unit fixing screw. The root cause of the fixing screw in the nozzle could not be confirmed, however, it is likely that the fixing screw fell off in the nozzle unit during the previous device repair. The event can be detected by following the instructions for use which states: ¿inspection of the air-feeding function - inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, investigator did not find air/water leakage, but no air/water flow function was noticed. However, during further inspection, investigators found the scope air/water channel clogged by a used screw due to the previous repair. The investigation reported that the screw appeared to be an old fixation screw of the nozzle unit and it fell inside the air/water channel during the nozzle unit replacement of previous repair. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had air/water leakage. Upon inspection and testing of the customer returned device, the scope air/water channel was found clogged by a used screw from the previous repair. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.